Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging of coughing. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. There were some secondary findings like dirt and dust. The device was scrapped. In this report, box d, g, h has been updated/corrected.

Manufacturer narrative:
The "evaluation results code grid" and "conclusion code grid" has been corrected in this report. UDI related data quality updates only: the UDI in section d4 was previously reported in the incorrect format. The UDI information has been updated to the correct format. In this report, box d, h has been updated/corrected.